Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g shield or cover does not detach. The following information was provided by the initial reporter: "consumer reported difficulty removing her pen needles from insulin pen. Stated this has happened over the past week but most recently today. Stated this morning she was having trouble removing one pen needle from her insulin pen but was finally able to safely detach it. Stated this happened with approximately 4-6 pen needles from current box."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 21 may 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g shield or cover does not detach. The following information was provided by the initial reporter: "consumer reported difficulty removing her pen needles from insulin pen. Stated this has happened over the past week but most recently today. Stated this morning she was having trouble removing one pen needle from her insulin pen but was finally able to safely detach it. Stated this happened with approximately 4-6 pen needles from current box."